Event description:
Information was received indicating that a smiths medical pump was infusing too quickly and when the patient came back the line was dry. The rn specified that it was programmed correctly. There was no patient harm.